Event description:
Clinical study: it was reported that 611 days after a coronary drug eluting stenting treatment procedure, the pt experienced a massive myocardial infarction (mi) and expired. The lesion being treated was a 3.5mm, 95% stenosed, 32mm long portion of the proximal right coronary artery (prox rca). The physician treated the lesion with direct stent placement of a 3.5 x 32mm taxus express 2 study stent. Residual stenosis was 0%. There were no reported complications. The pt was discharged the next day on aspirin and plavix. Six hundred eleven days after the index procedure, the pt experienced a q-wave mi and expired. There was no autopsy and it is unk if the mi or pt death were involved with the target vessel. No further info is available.

Manufacturer narrative:
The stent remains in the pt and the delivery device has been disposed, therefore, no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.